Manufacturer narrative:
H2) additional information in section a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that when placing the drill down the arm guide, it was showing deeper on the navigation. They performed a navigation accuracy check and the passive planar probe appeared to be accurate when placed in the divot and on an anatomical landmark. They then checked with the drill and that appeared to be accurate, too. As they passed the drill down the arm guide, it still appeared too deep. It was noted that they were using long tools and that is what the software expected as well. The patient was re-registered and the drill was still showing deeper on the navigation than expected. The surgeon aborted the use of the robot to complete the surgery. There was less than one-hour of surgical delay time and no impact to patient's outcome. Additional information received by a manufacturer representative indicated that after reregistering the patient, they still noticed the drill showing deeper on the navigation than expected. The surgeon decided to abort use of the robot to complete the surgery additional information received by a manufacturer representative indicated that the inaccuracy was " [more than / less than] 10 [millimeters] mm". Additional information received by a manufacturer representative clarified that the inaccuracy was at least 10 mm.

Manufacturer narrative:
The system was serviced in the field and the system was ran through original equipment manufacturer (OEM) tests and passed within specifications. In addition, navigation tests were performed with all results within specifications. Software was re-loaded and it was confirmed that warning messages were not being displayed at set-up. The issue could not be re-produced. Codes b01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.